Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette was filled by the hospital pharmacist and noticed that the cassette was leaking. The location of the leak couldn't be identified. The cassette just leaked. There was no patient involvement.

Manufacturer narrative:
One sample was received for evaluation. Visual and functional testing were unable to verify the reported problem. The root cause was unable to be established. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.